Event description:
Provider states the weld is broken where the seat would rest on.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-04244. Additional information was obtained through a follow up call to the consumer on (B)(6) 2013. The end user, a male, was allegedly sitting on the seat of a 65650 rollator when a weld under the seat broke causing the end-user to fall. User sustained a scrape knee, no medical intervention alleged.